Event description:
During the insertion of a midline IV catheter a pt complained of being "sick to my stomach", he then became ashen and diaphoretic. The clinician reported that the pt then "fainted". She had difficulty palpating a pulse his blood pressure was not audible but could be palpated (there is no number available). The clinician completed the insertion of the catheter using the "float in" technique. It was considered an "easy insertion". The clincian then used an ammonia capsule to "revive" the pt. She notified the physician of the incident. No medical treatment was ordered. The catheter was left in place. The clinician stated that this was diagnosed as a "vasovagal" response.